Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose since (B)(6) 2017. Blood glucose level was over 700 and 500 mg/dl at the time of the incident and over 300 at the time of the call. The customer treated with manual injections. The customer stated he removed the infusion set and tried to deliver a bolus, but no insulin came out. Troubleshooting was performed. No leaks were found and the insulin pump passed the high pressure tests, but the customer did find some air bubbles. It was advised to change the infusion set, reservoir and insulin and treat per doctor's instructions. The insulin pump will not be returned for analysis.